Manufacturer narrative:
Visual inspection revealed many scratches on the handle as well as a twisted tip. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review : per DHR review, the part was likely conforming when it left zimmer biomet control. Device use : this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent

Event description:
It was reported that a hospital returned a height adjuster with a twisted tip. The hospital did not provide any information with the returned device.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a hospital returned a height adjuster with a twisted tip. The hospital did not provide any information with the returned device.